Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified leak was identified with the use of a homechoice cassette. The home patient (hp) was connected at the time of the event. This was observed during end of therapy of peritoneal dialysis (pd) therapy. The hp stated that fluid was pooling at the bottom of the homechoice machine. The hp reported they did not see any visible damage on the cassette or the bag. Renal therapy services discussed continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.